Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received inappropriate shock therapy due to sense b related noise. Data was reviewed by technical services who confirmed treated and untreated episodes. All episodes exhibited high amplitude artifacts in combination with baseline shifting. X-ray imaging confirmed a proper lead insertion and failed to illustrate any lead integrity issues. The recommendation being to program to the secondary vector which illuminates sensing of the b node. No resulting adverse patient effects were reported and to date, this system remains implanted and I service with no further complications.